Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad up and down arrow buttons are hard to press and intermittently unresponsive. It was reported that this issue was identified by the user one week ago. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast button responded appropriately. The keypad cover was removed and there was evidence of contamination found under all key contacts. The ok button contact was found to be misaligned and the down arrow button was inverted.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.